Event description:
Pt's med office reported pt died between (B)(6) 2019. Arxwp never filled euflexxa for the pt. Strength: 10 mg/ml - milligrams per millilitres. Dose or amount: 2 ml millilitre(s); frequency: weekly for 3 weeks. Route: intra-articular. Diagnosis or reason for use: unilateral primary osteoarthritis, right knee.